Manufacturer narrative:
The field service engineer (fse) replaced the tubing through vl99 (valve 99) which delivers the sample to the retic stain chamber and the retic stain pump but the leak persisted. The fse also observed the stain temp low heater disable error and found the retic stain heater was not working. He replaced the retic stain chamber heater to resolve the stain temp low heater disable error. The next day,the instrument still had issues. Another fse went to the site and removed the shear valve 93, cleaned the valve the failure mode for the first leak identified may generate erroneous differential and retic results due to an incorrect diff /retic segmentation prior to analysis. (B)(4).

Event description:
The customer reported a clear fluid leak while cleaning shear valve 93 on the lh780 instrument. The volume was reported as 2 ml and the leak was not contained. There was no biohazard exposure to open wounds or mucous membranes. In addition, patient results were not affected per customer's comment.